Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A patient with a history of non-ischemic cardiomyopathy and end-stage heart failure was successfully implanted with an impella 5.5 via the left axillary artery as a bridge to decision. Approximately 15 days after the initiation of impella support, the patient experienced epistaxis. Heparin was held, and six days later the purge solution was changed to bicarbonate. Several weeks later, the patient experienced placement signal issues, and a ¿placement signal not reliable¿ alarm occurred. Impella support continued, and the patient was successfully bridged to transplant.